Event description:
A (B)(6) female pt contacted zoll customer support to report that her monitor would not power on. Pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. As received, the failure could not be duplicated as the monitor powered on normally. However, upon evaluation, the sd card was found to be corrupt. The cause of the inability to power on in the field is a corrupt sd card. The root cause of the defectives sd card cannot be positively identified. No adverse event resulted from the monitor. The pt received a replacement monitor.